Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was bad sensing and ventricular oversensing observed. The lead was capped and replaced with good values. The patient condition was reported to be good.